Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I drank the polident by accident [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old female patient who received denture cleanser (polident denture cleanser tablets) tablet (batch number 104982xb, expiry date 30th september 2021) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser tablets. On (B)(6) 2021, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser tablets was unknown. On (B)(6) 2021, the outcome of the accidental device ingestion was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information the adverse event information was received via call center representative (phone) on 13 april 2021. The consumer reported that "I drank the polident by accident I thought it was an alka-seltzer about a teaspoon lot 104982xb exp 9/30/2023."